Event description:
Experienced periodic elevated blood glucose (values ot provided), since 2005. Although pt was able to successfully lower blood glucose by bolusing, pt's blood glucose increased during basal insulin delvery. Pt has noticed moisture, which smells like insulin, inside of the device's cartridge compartment. No error message were generated by the device. Pt self-treated elevated blood glucose by delivering extra boluses.